Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the information center ix would reboot upon attempt to discharge a patient. This issue only occurred when the date was after january 1, 2018. There was no patient incident.